Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an battery life diminished to 7days or less has rejected new battery, grinding sound when rewinding, crack on center button ,occasionally have to push multiple times, random and unexplained no delivery alarm. The customer reported no adverse event. The event involved product(s) mmt-398a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-398a, mmt-332a, mmt-1884.

Manufacturer narrative:
Pump passed self test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: battery cycle 7.0 received the low battery alert (104) on 07/10/2025 21:11:00 faster than expected at 2.27 days. Battery cycle 4.0 received the low battery alert (104) on 07/08/2025 14:36:00 after more than 7 days at 9.13 days. Battery cycle 3.0 received the low battery alert (104) on 06/29/2025 09:21:01 after more than 7 days at 7.99 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. No failed battery alarm noted during testing or in the pump trace download on 07/08/2025 at 14:45:26.000. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. The j1 connector on pcba 1 was locked properly during visual inspection. The p -cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, and label damage(faded/stained/peeling). Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was confirmed, suspecting hardware issue. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Alleged insulin flow block alarms not confirmed during testing. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Alleged cosmetic damage confirmed where pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay was noted. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the device, mmt-1884 will not be returned for analysis.